Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 4.5cm distal to the is 1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, a new pacemaker implantation was performed. On (B)(6) 2019, the pocket swelled and bleeding was observed. The physician damaged the rv lead while attempting to stop the bleeding. However, the physician did not notice the lead damage because there was no rv pacing. On (B)(6) 2019, the impedance became higher than 2,000 ohm. Physician confirmed the conductor fracture had occurred on (B)(6). On (B)(6) 2019, the damaged lead was explanted and replaced. Should additional information become available, this file will be updated.